Event description:
It was reported the programmer would not complete a device interrogation or change any settings (areas were all grayed out) during a device check on a patient. When interrogated the first time, there was a warning of no battery or lead measurements, and the parameters fields were either filled with question marks or red circles. The programmer was turned off and restarted, with a few more device values on the screen but not all. The parameters were able to be filled in and programmed successfully, but when reinterrogating, the same issue occurred. Another programmer was successfully used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the reported event, but the programmer did need the software reloaded as a preventive measure. It was noted that the electrocardiogram (ECG) connector was loose on the link electronic module (lem) circuit board. Concomitant medical products: addrl1 implantable pulse generator, implanted (B)(6) 2013. (B)(4).